Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) would not power up. The last pt to use this monitor did not report any deficiences.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor would not power up. The cause for the power-up failure was a damaged j1 battery connector. The root cause for the damaged connector could not be positively identified, but the damage was likely due to excessive force while inserting the battery pack into the monitor. No adverse event occurred due to the damaged battery connector. The last pt to use this monitor did not report any problems.